Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the heavily calcified left anterior descending (lad) coronary artery. A perforation occurred from an unspecified cause. After pre-dilatation, the 2.8x19 mm graftmaster covered stent was advanced toward the perforation; however, could not cross due to anatomical challenges. The graftmaster was removed from the patient and additional pre-dilation was performed. A new graftmaster covered stent was advanced and successfully implanted to treat the perforation. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.